Manufacturer narrative:
Date initial report sent: 10/14/2009.

Event description:
Procedure type: lap ectopic pregnancy and salpingectomy. According to the rptr: balloon was inflated with 30cc and open removing laparoscope to use fred (de-mist) the balloon ruptured. There were no other instruments used at this point. None of balloon material was located. Current pt status ok. No pt injury was reported.